Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (suspend) issue. It was also reported that the user¿s blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: a review of the pump history showed evidence of manual suspends and manual resumes. The pump was run for 24 hours and no self suspending occurred. The pump was able to be manually suspended and manually resumed during testing. The suspend feature was functioning properly. Unrelated to the original complaint, the ok keypad button was under responsive. The keypad cover was removed to find a cracked ok button contact.